Event description:
It was reported that the patient felt intermittent "electric shock tingle" down the leg. The clinic was unable to confirm if this was device related, since the patient has not been seen. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.